Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer indicated that while they docked to the patient, the universal surgical manipulator (usm) arm 4 drifted off. The issue was reported to dvstat after completing the procedure and the reporter was not present at the time of the event. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The customer explained that when they attached the usm arm to the cannula, it just drifted off. They got control of it and it stopped drifting. The reporter confirmed they hadn't had any issues with it after that. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by monitoring the system to ensure there was no additional arm drifting. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.